Event description:
Complainant alleged that while preparing to cardiovert a patient (age and gender unknown), the clinician applied the apex then sternum paddle to the patient's chest, the device then immediately delivered a discharge of energy to the patient on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.